Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 1 year ago they were hospitalized 3 times due to seizures. Customer experienced low blood glucose. The customer¿s blood glucose level was unknown at time of incident. The customer declined troubleshooting. The customer stated that faulty sensors had caused too many bad readings and difference was 10 points, 40 points off or more. It was unknown that auto mode feature was active or not at the time of event. Customer stated that the insulin pump was working. The device will not be returned for analysis.l